Event description:
After cardiac catheterization, during deployment of vasoseal, anchor wire came apart from the temporary arteriotomy locator and remained in the tissue tract. As described by md "piece of metallic hook at the tip of the device broke off during the placement and it was left in the subcutaneous tissue. An angiogram was performed to make sure that this piece of metal was not inside the artery and it was not." Cardiovascular surgeon took pt to the operating room the same day and removed the wire from its position outside the artery. No bleeding and good pulses in the artery. Pt discharged the next day.